Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted during testing. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The drive support was inspected and no anomaly was noted during testing. The insulin pump was received with scratched lcd window and end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was 480 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was exposed to MRI. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.